Event description:
It was reported that the patient ams 800 artificial urinary sphincter (aus) was removed and replaced with a new aus due to unspecified reason. Additional information received stated that there was fluid loss from unknown location. There were no adverse events reported.